Manufacturer narrative:
The reported event was not reproduced and the root cause could not be determined. The autopulse battery (sn (B)(4)) was functionally tested into a good known multi chemistry charger and passed. The battery was also inserted into a good known reference autopulse platform which operated for 37 minutes with continuous compression using a light resuscitation test fixture. The platform passed the functional test without errors. Review of the archive data showed successful charged events and successful autopulse platform insertions from (B)(6) 2016. The archive data also contained multiple internal battery faults observed prior the event date, which were unrelated to the reported event. The autopulse battery (sn (B)(4)) was manufactured on 08/24/2015. Additionally, functional testing of the autopulse batteries (sns (B)(4)) revealed no issues and the review of the archive data retrieved from both batteries showed no errors. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse battery (sn (B)(4)). The death was not related to the autopulse device. The autopulse is used as an adjunct procedure to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. In this case, autopulse operated for approximately 15 minutes before stopping. The crew immediately replaced the battery. After switching the batteries, the platform powered back on and worked properly. Changing battery can be performed quickly, and presents the same workflow as manual CPR in which rescuers are rotated. Hence, the patient's outcome is not negatively impacted by the short interruption when compared to standard of care manual CPR. Death is likely attributed to out of hospital cardiac arrest (ohca). Death is an expected outcome for ohca.

Event description:
It was reported that on (B)(6) 2016, the autopulse platform used on a cardiac arrest patient, suddenly turned off. According to the information, the platform operated for approximately 15 minutes before turning off and would not turn back on. The emergency crew then immediately replaced the installed autopulse battery (sn (B)(4)) to the spare battery. After switching the batteries, the platform powered back on and worked properly. It was further reported that although the autopulse platform functioned properly by immediately switching to another battery, the patient was not able to achieve a return of spontaneous circulation (rosc) and expired. Additional information stated that the battery status led of the autopulse battery (sn (B)(4)) read 3 bars out of the possible 4 (indicating that the battery's capacity is between 66% to 100% of a full charge) during battery status check. The battery passed testing on the multi chemistry charger and the battery status, upon charging, showed full. The customer is returning three autopulse batteries for evaluation. No other information was provided.